Event description:
The lead was noted on (B)(6) 2014 due to dislodgement after implant. We turned off lv pacing and biv trigger to promote rv sensing. Also adjusted av delays. Apparently this pt had an extremely challenging lv lead implant and is possibly going to be assessed for epicardial lv lead. The physician was dr (B)(6) at (B)(6) hospital in canada. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).